Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported high blood glucose (bg) levels because, customer ate carbs and delivered bolus before going to sleep on (B)(6) 2016 and woke up with high bgs of over 500 mg/dl, that was addressed with manual injection. Current bg level 253mg/dl. No drops of insulin was seen when delivery about 10u of full tubing during troubleshooting. Tandem technical support advised customer to change out tubing. Customer successfully changed out all supplied and was able to resume insulin delivery.